Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted left upper pulmonary lobectomy procedure, bleeding occurred from the pulmonary artery (pa) during dissection. The surgery was subsequently converted to thoracoscopy. Hemostasis was successfully achieved by applying pressure, and no blood transfusion was required. The surgeon does not believe that a da vinci system, instrument, or accessory caused or contributed to the reported event. The procedure was completed and the patient did not experience any postoperative complications. The following information remains unknown: the cause of the bleeding, and the estimated blood loss associated with the bleeding.